Manufacturer narrative:
The field service center replaced the ventilator's flow valve to correct the reported problem. A visual inspection revealed that the flow valve stepper motor band was broken.

Event description:
It was reported that the ventilator had low pip with an audible alarm while on the patient. The pip was apparently reading from 15 to 3 cmh2o and was changing with each breath by as much as 12 cmh2o. It was also reported that the ventilator was hot to the touch. When doing a proper operation checkout after removing the ventilator from the patient, it was noticed that the vte was less than 50% of the delivered tidal volume. No patient harm reported.